Event description:
The pt received his scs system on (B)(6) 2004. It was reported that the pt's stimulation was not as strong as it used to be. An sjm rep was unable to make the stimulation strong enough. The pt felt the stimulation in the right location. The doctor replaced the receiver with a rechargeable ipg. The replacement ipg resolved the issue.

Manufacturer narrative:
Method - the device history and sterilization records were reviewed. Results: review of the device history record found a nonconformance, however, the nonconformance was identified as a cosmetic issue and did not affect product integrity or product functionality, therefore, the device was approved for use. The DHR anomaly is not related to the alleged device failure. The receiver failed both manual and auto-testing for no output. The asic's and other internal components failed, causing the no output condition. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.